Event description:
The contact stated that, the customer opened a new carton of test strips, the strips were out of the bottle and stuck to the sides of the box. The customer did not allege any adverse events. The test strips were returned for eval, as exposure to moisture can cause high results. The pharmacy replaced the bottle of test strips for the customer.

Manufacturer narrative:
The complaint was initially for the open bottle cap, but qa found the strips to read an average of 5 mg/dl, high out of specification. The complaint was not made a potential until qa evaluated the test strips, so it will be submitted past the 30 day window.